Event description:
Set up does not go past the year 2021 of the self-monitoring blood glucose meter (model emng).

Manufacturer narrative:
Customer complaint that the self-monitoring blood glucose meter when setting the date and time, it just goes to 2021 and then starts over again. (Model emng). Conclusion is the firmware has been updated since 2019. The meter has expired (expiry until 2021), and this issue has been addressed by releasing new firmware in 2019.